Manufacturer narrative:
Additional information received indicates the following: after attaching the mayfield to a table & applying pressure to see if it would move/slip, it did not. Therefore, the hospital has decided not to move forward with the complaint.

Event description:
N/a

Manufacturer narrative:
Updated fields: h10 the ultra 360 patient positioning system (a2009) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Additional information was received stating that the customer tested their mayfield again and it did not move/slip so they decided not moving forward with this complaint. However, based on the initial reported issue, probable root cause is improper or suboptimal setup of the mayfield system. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon receiving the ultra 360 patient positioning system (a2009) back from integra after preventive maintenance, the surgeon stated that the top clamp was still slipping during craniotomy procedure. The unit has been out of circulation since.